Manufacturer narrative:
The account isolated the issue to the footboard. Repairs have not been completed.

Event description:
The account alleged the trend is not working intermittently. He found if he turns off the heel relief function, the trend worked, but is now intermittent again. He is not hearing a switch click.